Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a damaged upstream occlusion seal. Functional testing was performed. The upstream occlusion seal was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a damaged upstream occlusion seal. There was no patient involvement.